Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patients ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.